Event description:
A clot formed in the cochlea which resulted in complete hearing loss ((B)(6) 2023). The same thing happened to the other ear 6 months prior ((B)(6) 2023). Now completely deaf. Have gotten cochlear implants that work to a degree. Prior to the hearing loss, there was a pulmonary embolism that originated in the lungs ((B)(6) 2022). An ultrasound showed no other source of the clots. Was taking oxbryta since (B)(6) 2020. Was taken off of it after losing hearing. Reason for use: sickle cell. Ref report: mw5174273.